Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Also found that the customer had only bolused once that day. The medical doctor requested additional training for the customer.

Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.